Event description:
Physician reported a patient who had been injected with radiesse dermal filler in the naso labial folds in 2008. The patient had developed swelling on both sides and fine blistering along entire length of left nfg without presenting neuralgia. The physician prescribed medrol dose pack and levaquin (antibiotics) the following month.

Manufacturer narrative:
During a follow-up with the physician, she did not feel biopsy would be necessary at this time, since the patient's symptoms were resolving without scarring. A review of the device history records indicates that the reported radiesse dermal filler lot 1009347, has met all specifications.